Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that the surgeon observed metal shavings falling into the pt's joint space while a rigidfix guide frame was being used. They do not know if all of the debris was removed, however, the procedure was concluded successfully without further issue or harm to the pt.